Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 63 of the bd safetyglide¿ needle were clogged. The following was received by the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: 1" needles can not push vaccine through, clogged or blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 28-aug-2023. H6: investigation summary: two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Both samples expelled the solution with normal flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 63 of the bd safetyglide¿ needle were clogged. The following was received by the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: 1" needles can not push vaccine through, clogged or blocked.